Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as due to a tunnel infection then stated the cause was from all the cutbacks at the dialysis facility. The cause was further described as the patient no longer had the option to order and receive the except disinfectant or dial soap. However, this could not be confirmed and the cause of the event was assessed as unknown. The patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date (reported as about a month ago), the patient's catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering (initially reported as recovered). No additional information is available.